Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical use and slight evidence of blood. The delivery device was returned outside the loading device. The seal and tension spring assembly were loaded inside the delivery tube. The tube was observed to the bent approximately 1/2 inch from the handle of the delivery device. This nonconformance was not reported by the account. The blue slide lock was disengaged, however, the white plunger was not depressed on the delivery device. A mechanical evaluation was performed. An attempt was made to deploy the seal which failed due to the bent delivery tube. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the returned condition of the device and the results of the investigation the reported complaint not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hsk-3038 - hs iii proximal seal sytem 3.8mm did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hsk-3038 - hs iii proximal seal system 3.8mm did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.